Event description:
In 2007, the company received a report where it was claimed that an air leakage occurred during patient use. The customer reported that the leakage was isolated to the pilot balloon. Replacement of the tube was required.